Event description:
N/a

Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to confirm the reported difficult clip insertion into the clip introducer (ci) or difficult removal of the tcds from the tsgc. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported a cause for the difficult clip insertion into the ci could not be conclusively determined. The difficult removal of the tcds from the tsgc is a cascading event of the difficult clip insertion into the ci. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 on a patient with two previously implanted non-abbott clip devices on the mitral valve. Vascular access was obtained via the left femoral vein. However, while removing the dilator and guidewire, the system went into the inferior vena cava (ivc). Troubleshooting was performed, and it was determined that the triclip delivery system (tcds) needed to be removed out of the guide. However, while attempting to remove the tcds out of the guide, the clip introducer was between the gripper and clip arm, and the tcds was unable to be removed with the attached clip out of the guide. Therefore, the entire system was removed from the patient. Vascular access was then obtained from the right femoral vein, and new guide and clip were used to complete the procedure, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.